Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the connection between the spike and the tubing is leaking.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Sample was received outside original package. The sample was visually and functionally inspected. During functional inspection a detachment of the cross spike was detected. The reported failure mode will be treated as confirmed related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened. These actions are designed to prevent the reoccurrence of the reported defective condition.